Event description:
It was reported that there was a downstream occlusion seal degradation. The event happened before infusion. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for analysis. The complaint was verified by visual inspection. The downstream occlusion (dso) seal was degraded. The cause was the dso seal. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.